Event description:
It was reported that during an attempted implant, the lead dislodged during slitting. The physician elected to remove the lead and replaced the lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).